Event description:
It was reported that a patient underwent an unspecified breast surgery with 575cc mentor memorygel breast implants. Post-operatively, the patient experienced double-bubble deformity bilaterally as well as bilateral bottoming out of her implants, which was confirmed by a medical professional. As result, the patient underwent bilateral removal and replacement with 500cc mentor memorygel breast implants on (B)(6) 2024. During removal surgery, it was discovered that the patient¿s right prosthesis was ruptured. There were no reported patient consequences or procedural delays due to the rupture discovered during the revision surgery. This report is for the left implant. Refer to manufacturing report number 1645337-2024-05263 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: cutaneous contour deformity, device migration manufacturer¿s reference number: (B)(4).